Event description:
While treating a pt with the 3100a, the pt's pco2 was measured at 100. When the 3100a controls were adjusted in an attempt to lower the pco2, it instead rose to 200. The user replaced the heated, flexible pt circuit with a non-heated, rigid type. The pt's pco2 then dropped to an acceptable level. According to the user, the pt was temporarily compromised during the episode of high pco2.